Event description:
It was reported that the patient experienced syncope and fell. The patient denied hitting their head. The patient came to the emergency room and had a head CT performed as a precaution. The results were negative. The patient had low flow and was found to be dehydrated. The patient was diagnosed with covid-19. It was reported that the patient had anemia, no active bleed. No arteriovenous malformation (avm) confirmed. The patient had diagnostic labs performed. Plan of care is to watch hemoglobin/hematocrit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted. The device will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported anemia, syncope, and patient conditions could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review; however, the account attributed the low flow alarms to dehydration. The account reported that the patient experienced syncope and fell, without hitting their head. The patient presented to the emergency department (ed) and a head computed tomography (CT) scan was performed as a precaution. The results were negative. The patient reportedly had low flows in the setting of dehydration. The patient had a sub-therapeutic international normalized ratio (inr) and was started on a heparin drip. The patient had anemia with no active bleeding and would have their hemoglobin and hematocrit monitored. The patient was also diagnosed with covid-19. The patient remained ongoing on vad support until ultimately being transplanted on (B)(6) 2021. The heartmate 3 lvas IFU, rev. C is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 20aug2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced bleeding. The patient arrived in the emergency department where blood work was obtained. The patient's hemoglobin was found to be low and one unit of packed red blood cells was given. It was reported that the patient also had complaints of a fever for 3 days. The patient was tested for covid and found to be positive. The patient had sub-therapeutic international normalized ratio (inr). The patient was admitted and blood cultures were drawn and was started on a heparin drip.